Manufacturer narrative:
B3 - date of event unknown. One device was returned for evaluation. Visual inspection was performed, no functional testing was performed. The customer¿s reported problem was duplicated by visual testing. The root cause was determined to be that the lcd display was damaged at the bottom area, maybe the pump was dropped. Main board and lcd display replaced. Service history review identified this device was last serviced in may/2024 per ro (B)(4) and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported that the pump's yellow light was flashing but no error massage. There was unknown patient involvement and unknown patient harm reported.